Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is currently unknown. Further information has been requested and will be provided if it becomes available.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-70. Serial number: (B)(6). Batch/lot number: 16363307. Model/catalog description: infinion 16 lead kit 70 cm. Unique identifier (UDI) # (B)(4).